Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Background: the screwdriver is noted in multiple trauma system technique guides including: 2.4mm lcp distal radius and pediatric lcp plate. In each instance, the driver is available for the insertion of 2.7mm screws. Visual inspection: visual inspection performed at customer quality (cq) observed broken rotary end cap on the returned device. Broken fragments were not returned. Additionally, the tip of the screw driver was observed worn. No further issues were identified on the other portions of the device except for the minor worn signs which would not affect product functionality. The received device condition agrees with the given complaint condition and therefore the complaint condition is confirmed. Dimensional analysis and document/specification review: due to the unavailability of lot number, the exact manufacture date of the device was not able to be determined. Furthermore, approximate date range for manufacturing was not able to be estimated as the device traceability etch is located on the rotary cap since the initial release of device. Therefore, all available drawings were reviewed, and no design issues were noted. Top level drawing for 8 one piece screwdriver. Handle drawing. Rotary end cap component drawing. Dimensional analysis was not performed on the relevant portion due to significant post damage conditions (worn and broken with missing fragments). Review of the device history record is not possible as the lot number is unknown. However visual inspection performed on the breakage pattern on the handle showed no material irregularities that would contribute to complaint condition. Furthermore, based off the worn tip condition observed, it was confirmed that there was consistent usage of device which could not have been possible with a broken handle device. Therefore, the device design and its material were determined to be conforming. No definitive root cause was able to be determined. However, any unintended excessive forces encountered during usage/ handling (such as dropping off during sterile processing) could have contributed to this broken handle and missing fragments complaint condition. Conclusion: this complaint is confirmed; however, no product design issues or manufacturing discrepancies were identified during this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
There is no patient involvement. It is unknown when device broke. Lot number is unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during synthes inventory management solution, a stardrive screwdriver t8 was found broken. There was no procedure or patient involvement. This report is for a stardrive screwdriver t8. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.